Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the cuff completely dissolved from the catheter. The customer found that after 2 months the catheter cuff was not found at the incision site. The catheter was removed from the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.